Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (alarm 29 and alarm 31) occurred with multiple cartridges during the load process. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy.